Event description:
A customer reported that unexpected negative reactions were obtained when testing a patient's sample using panoscreen, lot 04464.

Manufacturer narrative:
The customer was advised to perform repeat testing with a new lot of panoscreen. However, no additional sample was available. In-house testing was performed on retention panoscreen I, ii, lot, 04464 using retention anti-igg, lot 70402-2, nhance, lot 335009, gamma peg, lot 336019, and anti-e antisera, lot 7d630 1:4 dilution. Controls performed as expected and all reagent red cells tested exhibited the expected reactivity. Retention products performed as expected. There were no product deficiencies identified.